Event description:
It was reported to boston scientific corporation in 2009, that a wallstent biliary endoprosthesis was used in a stent placement procedure, on a male patient. The complainant stated, once the stent was opened 2 to 3 cm, significant resistance was felt. The issue occurred when attempting to deploy the stent. The initial stent was withdrawn from the patient. The stenting procedure was completed with a different device. There was no report of impact or injury to the patient. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event.